Manufacturer narrative:
The reported failure of the device sensing is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number (B)(6), review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A trilogy evo was returned to the manufacturer with an allegation of a "ventilator service required" alarm. No medical intervention was specified. The device was not reported to be in clinical use. The trilogy evo was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation an error was found indicating a regular intermittent failing of one of the pressure sensors on the system pcba. In conclusion, the device's pca was replaced to address the issue. The device was tested and passed all final testing. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.